Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cartridge (air bubbles/leak) issue. The pump reportedly was also returned. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2015 with the following findings: the cartridge lot was unknown and the cartridge was not returned to the manufacturer for investigation; however, the pump was returned. During evaluation of the pump, a test cartridge was used with the pump; there were no bubbles or leaks detected. The reported air bubble issue with the device was not duplicated during investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.